Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" and "adjust belt" messages) has been confirmed. Upon investigation, the belt failed a falloff test. The failure was isolated to a damaged j500 cable connector on the belt node pca. The root cause for the damaged component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel and adjust belt messages.